Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited over-sensing noise due to non-intrinsic events that was not reproducible. Programming changes were made. Patient condition was stable.